Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the hospital noted a "lvad fault alarm" on the running system controller. The wrench alarm was displaying. The patient was admitted to the hospital. Log file confirmed that the pump's speed had gone down to zero. The patient was asymptomatic. The pump stop resolved after 'pump reset' via disconnecting and connecting the modular cable from the system controller. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the patient¿s submitted log file confirmed a pump stop, which appeared consistent with electrostatic discharge events. Additionally, evaluation of the submitted log files confirmed an lvad fault alarm; however, a specific cause could not be conclusively determined through this evaluation. The lvad fault was associated with an eeprom communication error. The controller event log files contained overlapping data from 02jun2020 to 09jun2020. On (B)(6) 2020 at 5:47:30 am the log file recorded a pump stop lasting approximately 17 seconds. The pump stop appeared consistent with an electrostatic discharge (esd) event. The pump regained speed following the event and an lvad internal fault alarm was recorded immediately following the pump stop. The lvad fault remained active following until (B)(6) 2020 at 2:39:46 pm when the log file recorded a driveline disconnect alarm, which was due to the reported power reset. The driveline was reconnected at 2:39:57 pm and the lvad fault alarm did not return. The log file captured the pump operating above the low speed limit for all remaining data and there were no further atypical alarms captured. The account reported that the patient was admitted to the hospital with an lvad fault alarm. The patient¿s speed reportedly was unable to be read or changed. The patient had a successful power reset performed on (B)(6) 2020 in a safety environment and the alarm reportedly disappeared and did not return. The patient remains ongoing on vad support with no further issues reported. The hm3 IFU and patient handbook provide information regarding electrostatic discharge and warns to avoid activities that could create static electricity. The labeling also provides information regarding system alarms and steps to resolve them. The heartmate 3 lvas IFU and patient handbook outline all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. The heartmate 3 lvas patient handbook warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A corrective and preventive action (CAPA) has been opened to investigate incidences of momentary system stops. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on (B)(6) 2017 on customer order (B)(6). Heartmate 3 lvas IFU section 6 entitled ¿patient care and management¿ explains that strong static discharges should be avoided. Section 7 entitled ¿alarms and troubleshooting¿ explains all system alarms, including lvad fault alarm, and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Heartmate 3 lvas patient handbook section 1 entitled ¿introduction¿ warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Section 5 entitled "alarms and troubleshooting" outlines all system alarms, including the lvad fault alarm, and the recommended actions associated with these events. This handbook also warns the patient to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.